Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The additional proglide device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that venotomy closure of a right common femoral vein was attempted using two proglide devices with an 8f sheath after an electrophysiology (ep) ablation procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment of both proglides. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.